Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: device code 1494 was removed.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with an 8f sheath after a clot retrieval (stroke) interventional procedure. Reportedly, the clip was successfully deployed and hemostasis was achieved. Ten minutes post procedure, the foot became cold. Upon computerized tomography assessment it looked as though a dissection flap of the posterior wall had caused 90% occlusion. Open repair of the vessel was performed by a vascular surgeon. Hemostasis was achieved via surgical intervention with local anesthesia. There was a reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. The leg was fine post procedure. No additional information was provided.